Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. The information obtained confirms that, ¿the patient¿s hemorrhage was not the result of using the s&n procise coblator. Evidently the child also had several health issues, and had reportedly undergone additional procedures. The patient was reportedly in critical care for 1 week, was then discharged home, and later experienced complications. Brian long stated that this was ¿a perfect storm of events¿ which ultimately led to the child¿s unfortunate demise. Brian was told by the hospital staff that this incident was not the result of an s&n device, and they could not confirm whether an s&n device was used in the tonsillectomy procedure.¿ therefore, in regards to a root cause regarding a post-operative bleed, factors that could contribute include: health and the patient's compliance to post-op instructions, or certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. Single-use device was changed to no.

Event description:
It was reported that after a tonsillectomy, in which was possibly used a procise max adenotonsillectomy wand the last few weeks in which the patient experienced a post-tonsillectomy hemorrhage and ultimately died. As a follow-up, the medical investigation department has obtained confirmation from the regional sales representative via telephone, who contacted the surgery center coordinator and it was confirmed that the cause of death was not the result of the procise coblator but that the patient had other health issues as well as other procedures and the reported hemorrhage was a complication which occurred at home after a being in critical care for a week.